Event description:
It was reported that the customer noticed that the green protector cap was not properly attached to the uv disconnect cap before it was used. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.